Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with a bent base handles cam rod caused from closing the cam lever over the bearing pins. Due to this condition the unit could no longer be adjusted. The 6in transitional teeth, shock cushion, and 1/4 inch pin were worn and need replacement. New components were added to replace the worn parts. A review of the device's manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a2001 mayfield 2000 base unit for service and repair because the unit is not holding position.